Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported her act button on her insulin pump was not working. Customer's blood glucose was 136 mg/dl. She stated she noticed the issue when she was priming her insulin pump. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan.